Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. The customer administered a manual injection to address bg. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy.